Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg), there was no capture observed. The operator took out the leadless ipg out to check and a clot was observed. The delivery system was flushed with heparin bolus, however there was no capture still. Leadless ipg was explanted and replaced. No further patient complications have been reported as a result of this event.